Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they changed reservoir three times all of them showed that there were air bubbles in reservoir. The customer¿s blood glucose was 152 mg/dl. Troubleshooting was done for air bubbles. Approximate size of air bubbles was big air bubbles. Customer claimed that they had ten reservoir still in the packing which had air bubbles. The reservoir will be returned for analysis.